Manufacturer narrative:
(B)(4). The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture rotated independently of metal cap. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibited mild burnt on detritus. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during prostate procedure, the "fiber broke" at 23 minutes and 39 seconds and 141,288 joules of use. The procedure was completed using a second fiber. Pt outcome: "no damages to the pt."